Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6 and h11. A review device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issues was identified. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "no image" was caused by a breakage of image sensor unit. The event can be detected/prevented by following the instructions for use which state: for safe use ¦handling and general precautions: caution do not attach or detach the scope connector to the light source unit while the power switch of the video system center is on. Attaching or detaching the scope connector to the light source unit while the power of the video system center is on may damage the image sensor. ¦precautions when the endoscopic image disappears unexpectedly or the freeze cannot be released: warning strictly observe the following points. The endoscopic image may disappear unexpectedly during the examination or the freeze may not be released. 3.8 checking the combination function with related equipment ¦checking the endoscopic image check that normal light observation and nbi observation images are displayed normally. 5.1 if an abnormality occurs if any abnormality is suspected when inspecting according to "chapter 3 preparation and inspection", do not use the device and take action according to "5.2 how to identify and deal with abnormalities". If the device still does not return to normal, send it for repair according to "5.4 when sending the endoscope for repair". If any abnormality occurs while using the endoscope, stop using it immediately and carefully remove the endoscope from the patient according to "5.3 removing an abnormal endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had no image when turning the angle. It is unknown when the issue occurred. There were no reports of patient harm.